Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
There is no update to the original complaint description that was provided.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Patient's weight is unknown. Lot number, UDI and expiration date is unknown. Device manufacturer date is unknown. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformance affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent should additional information be received.

Event description:
It was reported that the implant had bone loss that exposed the top of the implant threads. Implant was removed and site was grafted. Patient will return in 4 months for a new implant. Tooth 28.